Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2yfsa implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that they were told that they patient had a hematoma wound below their ins incision site. They were seen by their doctor and they said the reported issue needed to be watch, but didn't seem concerned. There were no antibiotics given, but the patient was advised to use a topical ointment on the affected area. They were also experiencing pain, redness, and discharge/wound weeping. Additional information was received from the patient's healthcare provider (hcp). It was reported that the patient¿s reported issue was not improving with a plan to remove/explant ins system on 11/5. Patient ins system was explanted successfully. There were no post-op complications and explanted components will be returned at later date after facility releases components to rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.